Manufacturer narrative:
The lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The lead was subject to a variety of tests and passed with no performance anomalies. The allegation reported from the field could not be replicated in analysis.

Event description:
Boston scientific received information that one day post implant, this passive fixation atrial lead dislodged. The physician elected to explant and replace this lead with an active fixation lead. No additional adverse patient effects were reported.